Manufacturer narrative:
Correction to h6; impact code, clinical code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra resilia valve was returned for evaluation and confirmed the reported event. A visual examination found that the five struts were bent at the outflow side, the frame was distorted/canted, and the leaflets were wrinkled and dehydrated due to storage conditions (prolonged crimping). A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, device preparation manual and procedural training manuel. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of frame damage was confirmed based on the provided imagery/returned device. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "the access vessel calcification was moderate. There was mild tortuosity in the access vessel." And "strong resistance was felt around the external iliac artery (eia). The delivery system advanced little by little, but a part of the s3 ultra resilia valve and the area around the flex tip were found to be outside of the esheath+ (around the middle of the fully expandable part) at the aorta, so it was decided to retrieve the devices. It was attempted to remove the delivery system and esheath+ together, but blood pressure dropped, and the devices could not be removed." As the valve was reported to be protruding outside of the sheath, it is possible that the valve struts caught on to the liner during withdrawal. If excessive manipulation and/or high push force was used, it can lead to frame damage. Additionally, calcification and tortuosity can create a challenging pathway during delivery system withdrawal, which may further contribute to additional interaction between the valve and the sheath and result in the observed frame damage. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient passed away during the ICU course. The cause of death and date of death were unknown.

Manufacturer narrative:
Update to b5.

Event description:
Additional information was provided that the patient died due to brain disorder. It was not possible to obtain detailed information regarding the cause of death, the background of the brain disorder.

Manufacturer narrative:
A supplemental MDR is being submitted to make a correction as the incorrect device (commander delivery system) was reported on the previous MDR submission. Through investigation the correct device was determined to be on the transcatheter heart valve. The following sections of this report have been corrected: d1 (suspect medical device) ,h6 (component code, device code, type of investigation). The pre-decontamination findings found that the valve frame was deformed with the frame was bent outward at the outflow. There was potentially calcium and tissue on the valve. The investigation is ongoing.

Manufacturer narrative:
Update to patient demographics a2 and a3.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15239. The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra resilia via transfemoral approach, after preparing the device as instructed in the training manual, the commander delivery system was inserted. Strong resistance was felt around the external iliac artery (eia). The delivery system was advanced little by little, but a part of the s3 ultra resilia valve and the area around the flex tip were found to be outside of the esheath+ (around the middle of the fully expandable part) at the aorta. A decision was made to retrieve the devices. It was attempted to remove the delivery system and esheath+ together, but the patient's blood pressure dropped, and the devices could not be removed. Considering vascular injury, laparotomy was performed, and the patient was repaired with intra-aortic balloon occlusion (iabo). A dissection of abdominal aorta was observed, and a stent graft was placed in the aorta - common iliac artery (cia). Eia was injured and repaired with artificial vessels. The devices were able to be removed from the femoral artery. According to the implanter, the cause of eia injury was unknown. It was not known whether the eia injury occurred by part of valve and flex tip protruding from the esehath+, or when removing the device. The timing of the dissection of the abdominal aorta was unknown. It was not known whether the dissociation occurred during insertion of the delivery system or by part of valve and flex tip protruding from the esehath+. As the stent graft was implanted and the diameter of the artificial vessel was small, the procedure was completed with the decision to consider an alternative approach when the patient's condition improved. The patient was admitted to the intensive-care unit (ICU). Per report, there was no resistance felt when inserting the esheath+ via cutdown obtained on the left femoral artery. The access vessel minimum luminal diameter (mld) measured 5.5 mm. The access vessel calcification was moderate. There was mild tortuosity in the access vessel. The patient required a blood transfusion. Patient demographics were unable to be obtained.